Event description:
Patient was revised due to pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (side unk). On (B)(6) 2012 - legal claim received with operative reports of primary surgeries-bilateral patient. Based upon the date in operative report for doi ((B)(6) 2008), this is the left hip. However, the claim letter alleges the right hip was revised on (B)(6) 2012. On (B)(6) 2012 - patient operative notes were received. It was noted that cloudy fluid was found in the joint, there was a large heterotopic ossification proximal to the greater trochanter, and there was corrosion around the taper. Dor: (B)(6) 2012 (left side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.